Manufacturer narrative:
Result: the px slim delivery microcatheter (px slim) was fractured approximately 52.0 cm from the hub and kinked approximately 43.0 and 8.0 cm from the distal tip. Conclusion: evaluation of the returned device confirmed it was fractured and kinked. This type of damage typically occurs due to improper handling during use. If the px slim is forcefully manipulated during positioning in patient anatomy, damage such as this may occur. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, while repositioning the px slim in the patient under fluoroscopy without experiencing any resistance, the physician noticed it was broken in the mid-shaft. The broken px slim was removed from the patient and the procedure was completed using a new px slim. There was no report of an adverse effect to the patient.